Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been conducted at mako surgical. A review of the rio session files showed that planned reduction results (a measure of cup replacement) are similar compared to captured reduction results, with a difference of only one degree each in inclination and version. Registration of pelvis is not optimal; some registration points display high error, and some points that should have been captured on the acetabular rim were captured within the acetabulum. X-ray analysis of cup placement shows the inclination value is 20 degrees, which is 20 degrees off from the planned value of 40 degrees. The root cause is inconclusive, but it is suspected that the non-optimal pelvic registration technique contributed to the issue. There is no evidence of a bumped tracking array, nor of any other potential contributing factors at this time.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon impacted a size 48 cup down to 4mm proud, but was unable to advance it anymore. While impacting the liner, the cup came loose. The surgeon attempted to adjust the cup manually, and recaptured the cup plane value using the rio. The cup still felt loose, so the surgeon decided to put in a 50 cup. The surgeon re-reamed with a 49 reamer basket and impacted a 50 cup with the rio for more of an interference fit. He used a screw for cup fixation and recaptured cup plane with good results reported. The surgeon stated that the recovery room post-op x-ray looked ok, but the cup seemed a little lateral and horizontal.